Event description:
It was reported that the device had a flashing service wrench icon. Physio-control evaluated the device and observed several event codes that indicated a critical failure logged in the memory. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.